Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and was stuck in the cartridge. The lens was not implanted and there was no patient contact. The model and lot numbers of the cartridge and injector were not specified by the facility.